Event description:
It was reported that during da vinci-assisted ventral hernia etep surgical procedure, the force bipolar forceps lost a band (enclosed) when pulling a compress out of the situs through the trocar without much effort. The fragment was retrieved in same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument / accessory was not inspected prior to use. Grasping/accepting a compress that was brought into the patient through the trocar by the assistant when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was easily removed in an extended position before the breakage. After the malfunction, the instrument could only be removed together with the trocar. Upon final removal of the instrument, the wrist was straightened. The surgical staff felt resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. The fragment(s) were retrieved using laparoscopic bowel grasper by the assistant. All fragments were removed (visual inspection by assistant and instrumentation of the fragment and instrument). No any additional surgical procedure required to remove the fragment. No any post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically with no patient harm. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument has already been returned to intuitive. The fragment has already been returned to intuitive with the instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The force bipolar instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a broken grip at the grip base. A piece approximately 15.7mm x 4.7mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found additional damage to the molded insulator holding the grip assembly intact. Additional observation not reported was a broken molded insulator. The instrument was found to have a broken molded insulation at the grip assembly. Failure analysis found the additional failure of a broken molded insulator to be related to the customer reported complaint. Material approximately 4.9mm x 1.1mm and 4.6mm x 1.0mm was missing and not returned by the customer.

Event description:
Refer to h10/h11 for follow-up information.